Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced hyperglycemia with a glucose reading of 261 mg/dl trending upward after a recent supply change; the spouse performed a site change of the cd set with no visible issues at the cannula or along the tubing, and subsequent follow-up showed glucose at 220 mg/dl trending downward, with no reported symptoms or alarms. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.